Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that he implantable neurostimulator (ins) serial number and implant date were unknown. There was also no specific cause reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that during an outpatient visit the device was adjusted to create a new programming group. Once telemetry was established with the implantable neurostimulator (ins), the group that was just created was not displayed and the usage ratio could not be confirmed. It was suspected that the event was caused due to something while programming the device. There were no diagnostics/troubleshooting nor any actions/interventions performed. The event remains ongoing at the time of this report. No symptoms were reported and no further complications were reported/anticipated.